Manufacturer narrative:
Method: the catheter was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this is an inherent risk associated with an atrial fibrillation ablation procedure.

Event description:
It was reported that while ablating in the left atrium with the therapy cool flex catheter, the esophageal temperature rose to 46 degrees celsius and a esophageal thermic lesion occurred. The physician used the therapy cool flex irrigated ablation catheter with radio frequency (rf) temperature limits on the generator set at 45 degrees celsius. Generator temperature values during the procedure never exceeded 37 degrees celsius; however, the sensitherm esophageal monitor temperature recorder indicated the temperature of the esophagus reached 46 degrees celsius. No malfunction was noted with the cool flex catheter or with the sensitherm monitor. An esophageal endoscopy was performed and a small thermal lesion was found. The patient was treated with pantozol and discharged two days post-procedure.